Event description:
Information received indicates the pump did not alarm and pushed air into the patient.

Manufacturer narrative:
All alarms performed according to specifications. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.